Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed, and no anomalies were found. Analysis revealed the returned device indicated a damaged set screw. (B)(4).

Event description:
It was reported that during a replacement procedure, the existing right ventricular (rv) lead coil pin was inserted into the new device and the setscrew was screwed accordingly. After doing this, the physician noticed that the pin was not completely inserted, therefore, they unscrewed and disconnected the pin and attempted to re-insert the lead to no avail. After several attempts at connecting the lead pin to the new device, the physician noticed that the place where the setscrew is inserted was displaced. The device was removed and replaced with no further issues noted. The rv lead remains in use. No patient complications have been reported as a result of this event.